Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and questionable results from coaguchek xs meter serial number (B)(4). At 3:44 pm, the result from the meter was >8.0 inr. Within five minutes, the repeat result was 4.7 inr. The customer's warfarin dosage was reduced by 5 mg for one day based on this result. The customer believed only one finger was stuck and then squeezed for more blood out of same fingerstick to run a second test. There was no allegation of an adverse event. The customer was not anemic or polycythemic, was not on heparin, did not have antiphospholipid antibodies, not using any direct thrombin inhibitors, no medications changes, no dietary changes, no illness, and no symptoms of high results. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. The strips were no longer available as they had been discarded.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with master lot strips: 4.1 inr, customer meter with master lot strips: 4.1 inr. Donor 2: retention meter with master lot strips: 2.4 inr, customer meter with master lot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The customer sated the same finger was used for both tests. Per product labeling, for a second measurement, a new puncture of a different finger is mandatory. Relevant retention test strips (lot 194491) were tested in comparison with the current master lot at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.